Event description:
It was reported that a minicap sponge was found to have dry iodine. This was found before use. There was no patient injury or medical intervention associated with this event. No additional information available. This is report 1 of 12.

Manufacturer narrative:
(B)(4). The lot was manufactured from 12/14/2014 to 12/18/2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.